Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum and torsional amplitude doesn't meet programmed values. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported events. The footswitch and footswitch cable were replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on october 6, 2014. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on december 9, 2011 based on qa assessment, the product met specifications at the time of release. Although the company service representative was able to replicate the reported events, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).